Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. Section a: date of birth unable to be provided. Patient age estimated from age at time of implant. Manufacturer's investigation conclusion: a direct correlation between centrimag blood pump, lot number l03913-la03, and the reported patient outcome could not be conclusively determined through this evaluation. An autopsy was not performed, and the device was not returned for evaluation. The customer communicated that no additional information will be provided. The device history record for centrimag blood pump, lot number l03913-la03 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) lists death as an adverse event that may be associated with the centrimag circulatory support system under ¿adverse events¿. IFU warning #9: potential risk to the patient should be evaluated prior to changing a centrimag vad. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2020. The patient was noted to have been originally implanted in a biventricular configuration on centrimag support. The cause of death was unknown but was not thought to be device or therapy related. Related centrimag blood pump MFR #: 3003306248-2023-01953.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.